Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering. Customer blood glucose level was 234 mg/dl at the time of incident and current blood glucose level was 346 mg/dl. Customer was alleging that the insulin pump was under delivering. Trouble shooting was performed. Customer stated that the insulin was existed. Customer declined to perform hp test. The reservoir and insulin pump will not be returned for analysis.